Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain/chronic pelvic pain"), ovulation pain ("very painful ovulations which avoided the walking") and blindness ("loss vision") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovulation pain (seriousness criterion disability), blindness (seriousness criterion medically significant), depression ("depression"), fatigue ("chronic tiredness"), back pain ("backaches"), sciatica ("sciatic pain"), tooth disorder ("loss of dental pieces"), overweight ("overweight"), headache ("constant headache"), menorrhagia ("menstrual bleeding very abundant"), dyspareunia ("uncomfortable sexual intercourse"), general physical health deterioration ("health deterioration") and device allergy ("allergy to the product"). The patient was treated with surgery (product was removed losing her health organs). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, ovulation pain, blindness, depression, fatigue, back pain, sciatica, tooth disorder, overweight, headache, menorrhagia, dyspareunia, general physical health deterioration and device allergy outcome was unknown. The reporter considered back pain, blindness, depression, device allergy, dyspareunia, fatigue, general physical health deterioration, headache, menorrhagia, overweight, ovulation pain, pelvic pain, sciatica and tooth disorder to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.